Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, specifications, quality control data, and visual inspection of the returned device was conducted during the investigation. One used performer introducer was returned in a prepped condition for investigation with liquid in the sidearm and the dilator fully inserted into the sheath. The dilator was removed from the sheath and reinserted without difficulty. No damage was noted to the sheath. Distal tip of dilator is bent and compressed. The compression is 1 mm in length measuring from the distal end. A review of the device history record did not present any indication of manufacturing defect or anomaly that could have impacted the event as reported. There is no evidence to suggest the product was not manufactured to current specifications or was damaged during the manufacturing process. The device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Though a definitive root cause could not be determined it is likely that the damaged tip was due to shipping/handling since device is inspected prior to shipment and the customer noted tip damage prior to patient contact. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A performer introducer was being prepared to be used in a thorasic endovascular aneurysm repair. Upon opening the package, the physician observed the tip of the dilator to be damaged. A new device was used to complete the procedure. There was no patient involvement.